Event description:
It was reported that this patient received an inappropriate shock form this subcutaneous implantable cardioverter defibrillator (s-ICD) system while performing physical activity. Technical services (ts) analyzed device episode data and found that this shock occurred due to t-wave oversensing. Changes in r-wave amplitudes were also found. This was the second inappropriate shock received while programmed in the alternate vector with the other episode occurring approximately five years prior. Ts advised system evaluation and reprogramming. No additional adverse patient effects were reported. Currently, this electrode remains in service.